Event description:
It was reported after the diagnostic endoscopic retrograde cholangiopancreatography (ercp) was completed, the doctor removed the endoscope from the patient's stomach and noticed that the end cap was not attached. The endoscope was reinserted, and the cover was retrieved with a recovery net. The procedure was completed and there was no effect to the patient's health. After the cover was retrieved they observed cracks at the connection between the scope and the cover.

Manufacturer narrative:
The device was not returned. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. This report is related to the following linked patient identifiers: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide information received through follow up, to provide a correction to the initial with information inadvertently left out (d9 and g2), and to provide an update to fields (h3, h4, h7, and h9). The device was evaluated by olympus, and it was confirmed that the rear end of the tip cover was cracked. Since the returned tip cover had already been used, olympus checked the reproducibility using a tip cover kept at the factory. When attached correctly according to the procedure in the instruction manual, it did not come off the scope. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reported event occurred because the distal end cover was used without being properly attached and dropped off due to the load during the case. However, a specific root cause of the reported event could not be identified. Additional information received: it was reported that after attaching the tip cover to the scope, the use checked to make sure it would not come off by pulling it. It is unknown if the rear end of the tip cover had gone over the protrusion of the endoscope. Additionally, anti-fog is used on other gi scopes, but it is unknown whether it is used on this product or the tjf scope. The event can be detected/prevented by following the instructions for use which state: - section 8.2 "inspection of the distal cover" "should any irregularity be observed when inspecting the distal cover, do not use it. A distal cover with irregularity could not serve the endoscope properly and/or could fall off during the examination. Using the endoscope without the distal cover could cause patient injury." "Confirm that the distal cover is free from any irregularities such as cracks, chips, pinholes, or deformation." - section -9.3 "attaching the distal cover" "never use a distal cover with cracks or pinholes. Replace it with a new one. If a distal cover with cracks or pinholes is used, it could fall off during the examination and/or, it may cause thermal injury due to electric current leaks from cracks or pinholes when high-frequency cauterization treatment is performed. Also, using the distal cover with cracks may cause patient injury due to sharp edges." "Do not apply anti-fogging products, olive oil, or products containing petroleum-based substances (e.g., vaseline®) to the distal cover or the endoscope. These products may cause cracks in the distal cover. If a distal cover with cracks is used, it may cause patient injury such as: - thermal injury from electric current leaks when performing high-frequency cauterization treatment." "Gently hold the distal part of the bending section and the distal cover. Align the opening side of the distal cover with the lens side of the distal end of the endoscope. " "put your finger onto the center on the top of the distal cover and push the top of the distal cover straight onto the distal end of the endoscope until the hook of the distal ring is completely visible within the opening of the distal cover." "Hold the distal part of the bending section. Pull the distal cover gently to confirm that the distal cover on the distal end of the endoscope does not slip and come off. " "twist the distal cover gently in both directions and confirm that the distal cover on the distal end of the endoscope does not slip and come off." "Confirm that the distal cover is free of cracks or deformation." "Detailed instructions and notes on how to inspect and attach the distal cover have been added to sections 9.3 and 9.4 of the instructions for use. " olympus will continue to monitor field performance for this device.